Manufacturer narrative:
This report is submitted on november 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011. Reference no: mw5080494

Event description:
Per the clinic, the patient experienced a magnet dislodgement (date not reported) following an MRI (3.0 tesla) , surgery to replace the magnet has been completed (date not reported). Additional information has been requested but has not been made available as of the date of this report.